Event description:
It was reported that the patient presented in clinic for routine follow up. It was noted that the patient could not feel the vibratory notifier on the implantable cardioverter defibrillator. Upon interrogation, the right ventricular lead exhibited high capture and high impedance. No intervention was performed. The patient would continued to be monitored via merlin.net.

Manufacturer narrative:
The reported event of patient notifier anomaly could not be confirmed. The device was tested on the bench the patient notifier activated normally. Analysis was normal. No anomalies were found.